Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: christian orlando a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced a retraction issue -does not retract. Product defect was noted during use. The following information was provided by the initial reporter: patient enters the endoscopic clinic service for endoscopy. Attempts are made to channel the patient with catheter number 24 which does not detach the needle from the plastic material. So it was necessary to withdraw it from the patient and puncture again with a new catheter. Information received by email on (B)(6) 2019: the lot number is 8255880.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that the insyte 24ga x 0.75in experienced a retraction issue -does not retract. Product defect was noted during use. The following information was provided by the initial reporter: patient enters the endoscopic clinic service for endoscopy. Attempts are made to channel the patient with catheter number 24 which does not detach the needle from the plastic material. So it was necessary to withdraw it from the patient and puncture again with a new catheter. Information received by email on 9/24/2019: the lot number is 8255880.